Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, which included trying different power sources and cables, but the issue persisted. Technical support decided to replace the pump. The customer planned to use mdi as a backup insulin therapy.